Event description:
As the dr. Was performing a synovectomy, the vapr generator displayed faults several times. He noticed a small "burst" of the electrode and the tissue in the shoulder joint burned black. The dr. Exchanged electrodes and no more faults were indicated.